Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. In response to FDA report number: mw5111911. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿severe pain in chest and left arm¿, ¿pain persists on the left side of the chest," and rupture. Patient additionally reported pelvic pain¿, ¿diagnosed with non specific chest pain or chondrocostal joint syndrome¿, ¿pain¿back and lower and upper limbs," ¿bacterial infection," ¿headache¿, ¿frontal and occipital headache," ¿constant fatigue¿, ¿tiredness¿ and ¿blurred vision¿ all not related to the device. The device remains implanted.